Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely tortuous right coronary artery (rca). The 3.5mm x 15mm apex balloon catheter was advanced to the lesion and ruptured at 12 atm's; the duration and number of inflations is unk. The procedure was completed successfully with a different device. No pt injury or complications were reported. The pt's condition was reported as "good". This device is only ous approved but is similar to a marketed us device.